Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to pocket erosion and infection. No additional adverse patient effects were reported. The pacemaker was explanted.